Event description:
It was reported that pt presented with pain. X-ray revealed broken 12-hole reconstructive plate.

Manufacturer narrative:
Evaluation summary: the product was never returned for evaluation, and no x-rays were provided. The plate could have fatigued and fractured prematurely if it was excessively contoured during surgery, or if the pelvic fracture was inadequately reduced, subjecting the plate to additional loading. Insufficient information provided to determine root cause of failure. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet speciations. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.